Manufacturer narrative:
As received, a partial lead was returned in two pieces. Electrical testing found shorting between the conductors. Examination of the inner insulation found abrasion of the inner insulation at the middle region of the lead. The reported events of low impedance and noise were confirmed, and the cause was isolated to the abrasion of the inner insulation exposing the inner coil which is consistent with external forces.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicated that the lead was explanted and replaced, and there was insulation damage noted on the lead. The patient was stable following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was decreased pacing lead impedance and noise resulting in oversensing noted on the right ventricular (rv) and right atrial (ra) leads. There was also a loss of capture noted on the rv lead and the patient reported pectoral stimulation. The noise was reproducible in the clinic during lead provocative testing. The device was reprogrammed, and further intervention is anticipated. The patient was stable with no consequences. Related manufacturer report number: 2017865-2019-17732.